Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was attached to an encore inflation unit and positive pressure was applied when a pinhole leak was noted. The pinhole was located at 2mm proximal to the proximal edge of the distal markerband. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 10/3.50 flextome cutting balloon&#10263;as selected for use. During the first inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was simply removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was simply removed from the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was good.